Event description:
It was reported the pt experienced a shocking sensation down the patient's leg when turning up either the pulse width or amplitude. The pt needs therapy in the back only. The situation was remedied by reprogramming.